Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 . Reference MFR. Report# 1627487-2016-06230 , reference MFR. Report# 1627487-2016-06233 . Additional information received identified the patient underwent interrogatory surgical intervention on (B)(6) 2016. The leads were confirmed to be out of the ipg header. The leads were removed, cleaned and reinserted into the ipg header which resolved the issue. Effective stimulation was restored postoperatively. Reportedly none of devices were explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3: reference MFR. Report# 1627487-2016-06230, reference MFR. Report# 1627487-2016-06233. It was reported the patient ((B)(6)) experienced ineffective stimulation. X-rays revealed one of the lead (unknown which one) was not inserted correctly in the ipg header. Surgical intervention is planned to address the issue.